Event description:
System alarms if resident moves from bed. System went into alarm mode and would not reset. Smoke detector in room went off, and nurse call system indicated fire in room. No visible smoke or fire was detected. Fire dept responded to call. Fire chief indicated that device had possibly shorted out causing alarms to sound. No injury. Maintenance employee removed smoke detector unit from room and found spider inside. Spider could have caused system to go into alarm mode thus setting off device.